Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate¿s (cca) documentation since the patient could not be contacted to obtain additional information. The patient stated the alleged issue occurred at approximately 7:30am on (B)(6) 2014. At an unknown time in relation to this, the patient claimed to have obtained readings of ¿400 and 50mg/dl¿ with the subject meter, performed greater than 20 minutes from one another. The patient regulates their diabetes with insulin pump therapy and it is not known if the patient had made any changes to their diabetes management routine as a result of the alleged inaccuracy. At an unknown time after the alleged inaccuracy started the patient developed the symptoms of ¿sweaty and dry mouth¿ and the patient also ¿passed out¿. On (B)(6) 2014, at 9:30am the patient claimed to have been treated by a hcp in the emergency room as a result of these symptoms. The hcp administered an unknown dosage of ¿novolog¿ insulin and also took a blood glucose reading on an e.r (emergency room) meter. The result of this blood glucose result was not provided, and it is not known how long the patient stayed in hospital. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure and the samples were obtained from the same approved sample site. The time difference between the inaccurate erratic results was found to be greater than 20 minutes, however. Replacement products have been sent to the patient and subject products are pending return for investigation. Although the alleged inaccurate erratic results do not meet the criteria necessary for lifescan to determine the possibility of an inaccuracy, this complaint is being reported. The patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began, and received treatment from a hcp in hospital for these symptoms.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.